Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 13.5u, 15u, 13u, 14.5u, 13.5u, 14u, 15u, 14u, 14u, 15u. Inpen failed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.60ozf-in). Inpen passed front cap investigation. Performed battery investigation and measured 3.058v. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. The pcba was completely removed from all mechanical parts and inserted in electrical test fixture. An external rotary switch (emulating the encoder) was used. An external power supply was used to provide voltage. The fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the dose/knob was difficult to turn. The customer reported blood glucose value of 88 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-105elpkna. Troubleshooting was performed and the customer reported dose knob/dial difficult to turn and the customer was attempt to force the dose knob/dial when difficulty turning was experienced. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-105elpkna was requested and customer response was the device will be returned.